Manufacturer narrative:
Correctional/removal number: 3002809144-03/14/19-002-c. After further investigation, it was noted that events with message codes (1043, 1044, 1072, 1402, and 1403) and/or a cracked or damaged level sensor (04s68-01) have the possibility of being associated with the incorrect dispense of trigger or pre-trigger. A retrospective review was performed and this ticket was identified as being related to the 07mar2019 remedial action. A product correction letter was issued on 07mar2019 to all alinity I and alinity c customers notifying them of the software and hardware issues on the alinity ci-series system. The product correction letter informs the customer that an abbott representative will schedule a mandatory upgrade of their alinity ci-series to software version (B)(4) to resolve each of the identified issues and provide customers necessary actions until the mandatory upgrade is completed.

Event description:
The customer reported the calibration did not pass on the b-hcg tmv run on the alinity analyzer. The customer stated that 4 out of the 12 reps were too high for calibrator b. During inspection, the customer noted a crack in the trigger bottle level sensor, which required replacement. There was no reported impact to patient management.